Event description:
The facility reports that 1 hr, 20 min into hemodialysis treatment a leak was noticed at the arterial dialyzer connector. When staff tried to tighten this connection the bloodline tubing separated from the dialyzer connector. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl=250cc. A new bloodline and dialyzer were set for continuation of treatment. No pt injury or need for medical intervention is reported. Medwatch is filed for blood loss only.